Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was taken to the hospital by her mother for hyperglycemia. The patient woke up and was vomiting. The blood glucose result was 16.8 mmol/l. The patient's mother treated her with insulin from her back-up pen therapy before arriving at the hospital. The blood glucose result at the hospital was 12.4 mmol/l. The patient was not treated at the hospital and was in the hospital for a "few" hours. The infusion device was requested to be returned for product evaluation.